Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information via literature review that a study was performed to evaluate blood stream infections in a single center. The study population included 147 patients with congenital heart disease, predominantly male with a mean age of 21.5+/-11 years who were implanted with transcatheter pulmonary bioprosthetic valve (tpbv) (serial numbers not provided). Among all patients, 36 stent fractures occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.